Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4): without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that original open reduction internal fixation (orif) of a femur was performed on (B)(6) 2016. Post-operatively due to hardware breakage and non-union, a revision surgery occurred on (B)(6) 2017 to explant intact less invasive stabilization system (liss) plate and broken unknown screws. It was reported that surgeon was able to retrieve all broken fragments of the screws. The patient was revised to a retrograde nail. Surgery was completed successfully without any surgical delay and the patient is reported in stable condition. This complaint involves one (1) part. Concomitant device: part number: 422.345, lot number: 9594241, quantity (1). This report is 1 of 1 for (B)(4).